Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: failure to deploy - clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician unknown if trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the "device did not deploy. The clip came back together with the device." It was not specified how hemostasis was achieved. No adverse patient effects were reported. Though requested, no additional information was provided.